Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient was readmitted due to pneumothorax which required chest tube placement. The physician does not think that the ion system, instrument, or accessories caused or contributed to the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On 03-nov-2022, per an isi failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient was readmitted due to development of a pneumothorax which required chest tube placement. Although the physician does not believe that the ion system, instrument, or accessories caused or contributed to the event, the cause of the complication is unknown.